Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient lost therapy. Additional troubleshooting is pending to interrogate the ipg.

Manufacturer narrative:
Correction: manufacturing reference number: 3006705815-2022-16525 should not have been reported as a medical device report (MDR) due to additional information indicating issue was resolved without intervention and thus no longer reportable.

Event description:
Additional information received indicated the issue was resolved without intervention and thus no longer reportable.